Event description:
The customer reported there is a communication error & a black screen with no images. Patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare.